Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; e1; g3; h2; h3; h4; h6 and h11. Corrected fields: e4; h6. The device was not returned to olympus for inspection. However, an onsite inspection was performed by a field service engineer (fse). The reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause was not determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had error (e226). The event occurred during a total extraperitoneal hernia repair and laparoscopic cholecystectomy therapeutic procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.